Event description:
The pt's trial leads were explanted due to bleeding at the incision site.

Manufacturer narrative:
The products were discarded by the medical ctr and will not be returned for evaluation. This is the final report.